Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella cp pump placed to support the patient with a st-segment elevation myocardial infarction. The cp was escalation from an intra-aortic balloon pump. The support was not complicated but, the patient pulled back the pump and the team lost support in the left ventricle. The pump was removed and replaced due to the malpositioning. The patient was noted to be in stable condition.

Manufacturer narrative:
The investigation of positioning issues has been completed. The product was returned and no physical abnormalities were found during visual inspection. The root cause of positioning issue was most likely patient movement related since the patient was disoriented and pulled his right fem impella triggering impella in aorta alarm. H.10 additional manufacturer narrative was incorrect on the initial manufacturer device report number 1220648-2025-30193. It stated the device was not returned and it was.